Manufacturer narrative:
Date of report : 17jul2019, date rec¿d by MFR :11jul2019. No response to the estimate was received for an extended time, the unit will be returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator generated a primary alarm failed message. The ventilator was not in use on a patient at the time of the reported event. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 13jun2019. Date received by manufacturer: 11jun2019. Investigation of the cause revealed that the alarm had been caused by a failure in speaker controlled by motor controller (mc) board. It was determined speaker needs to be replaced. Confirmed that power led went off so power switch overlay needs to be replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.